Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on june 2023 by the foot ankle surg titled ¿the chevron bunionectomy for moderate to severe hallux valgus deformity: effects of procedural factors on hallux valgus correction.¿ the study reviewed 58 patients and identified epiphyseal deficiency resulting in a failed fixation with trim-it pins in 2 patients during the 4.6-year follow-up period. Ref: harrison hr, murphy ga, bettin cc, richardson dr, grear bj. The chevron bunionectomy for moderate to severe hallux valgus deformity: effects of procedural factors on hallux valgus correction. Foot ankle surg. Jun 2023;29(4):373-379. Doi:10.1016/j.fas.2023.03.002.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.